Manufacturer narrative:
The reported event of lead being unable to implant was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead did not find any anomalies. Correction: h6 - medical device problem code - should be only - " 1670 - use of device problem".

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was unable to be fixated and was experiencing helix issues. The right ventricular lead was not used and was replaced. The patient's condition was unknown.